Event description:
Subsequent information indicated that isometrics involving the left pectoral muscle were performed which were able to reproduce the noise. Oversensing of intrinsic and paced right ventricular (rv) activity was seen on the right atrial (ra) channel. The system remains in service. No adverse patient effects reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead displayed noise that was oversensing. The oversensing led to a little over two seconds of asystole. The noise was not able to be recreated with isometrics. Boston scientific discussed that the noise appeared to be electromagnetic interference (emi) in nature. There were no adverse patient effects reported. The patient will continue to be monitored.